Event description:
It was reported that during a graft de-clotting procedure, a balloon rupture and balloon detachment occurred. The target lesion was located in a severely calcified cephalic arch. A gladiator 8.0 x80, 75cm balloon catheter ruptured circumferentially at 24 atm on initial inflation. A piece of the balloon detached and became stuck in the patient. Two non bsc stents were implanted in two locations within the cephalic arch to tack up the detached balloon. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).